Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. The complete electrode was returned fractured (conductors and insulations) in two segments, approximately 32.5 centimeters (cm) from the terminal end in the notch area distal to the sense b electrode. Analysis of able to confirm the allegation made against the electrode in the field.

Event description:
It was reported that this electrode was fractured and exhibiting high shock impedance measurements. Surgical intervention was performed and the electrode was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode was fractured and exhibiting high shock impedance measurements. Surgical intervention was performed and the electrode was explanted. No additional adverse patient effects were reported.